Manufacturer narrative:
Complaint conclusion: as reported, a mynxgrip vascular closure device (6f-7f) was used. The sealant deployed correctly, but the device was unable to be removed with normal tension. The balloon ruptured at the end of the deployment and would not withdraw through the advancer tube. The system and advancer tube were removed at the same time. Normal pressure was held for an additional 10 min to be safe and the seal appeared to work. Patient information was not attained as there was no adverse outcome. The device was clinically used and is available for return along with packaging. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no vessel tortuosity. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, nor vascular graft in the common femoral artery nor vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was prepped with 100% saline. The deployer did not pinch/pin the balloon with the advancer tube. The balloon was not inverted. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 2 mm from the balloon proximal neck. The distal segment of the balloon did not separate from the device and remained attached to the catheter. The distal tip of the procedural sheath was damaged which could potentially contributing to a tear in the balloon. The teared balloon material may had obstructed the device path when the balloon being pulled through the advancer tube and resulting in a balloon retraction jam. A device history record (DHR) review of lot f1819202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ and ¿balloon retractor jam¿ were confirmed based on the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer could not be determined. Based on the information available for review and the product analysis, the damaged tip of the non-cordis procedural sheath most likely contributed to the balloon loss of pressure and subsequent balloon retraction jam since a frayed or jagged sheath tip can rupture the balloon during tension pulled against the sheath tip, and the torn balloon material may have bunched up/clustered at the device path when the balloon was being pulled through the advancer tube. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device (6f-7f) was used. The sealant deployed correctly, but the device was unable to be removed with normal tension. The balloon ruptured at the end of the deployment and would not withdraw through the advancer tube. The system and advancer tube were removed at the same time. Normal pressure was held for an additional 10 min to be safe and the seal appeared to work. Patient information was not attained as there was no adverse outcome. The device was clinically used and is available for return along with packaging. The deployer was mynx certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. There was no vessel tortuosity. The mynx vcd was prepped according to IFU instructions. There was no prior pta, stent, nor vascular graft in the common femoral artery nor vein. There was no visible damage in distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The balloon was prepped with 100% saline. The deployer did not pinch/pin the balloon with the advancer tube. The balloon was not inverted. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event.